Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 6.5 mmol/l at the time of the incident. The customer¿s nurse reported inserting the sensor, but could not get connection. When the sensor was removed it appeared there was no electrode present. The customer did not troubleshoot the issue. The sensor will not be returned for analysis.